Event description:
The patient reported that she received 2nd and 3rd degree burns as well as nerve damage from a grounding pad during a right kidney ablation procedure on friday(B)(6) 2012. The burn was not noted at the time of the surgery. The patient reported that she was initially placed on her stomach with the pad placed on her right thigh. She was then turned over at the request of the anesthesiologist. She is unaware of anything after that. The next evening (saturday) following her procedure, she had heat and tissue swelling at the pad site. On sunday she went to urgent care with a blister. On monday, she went to her radiologist's office. She was instructed to treat the area with silvadene ointment and not to pop the blister. Four to five days later, the blister burst. She has scarring and nerve damage.

Manufacturer narrative:
(B)(4). The incident sample was not returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.